Event description:
According to the rptr: after the operation, the pt suffered a peritonitis, since the clips did not hold. The pt was in ICU for two months. No additional info is available at this time.

Manufacturer narrative:
(B)(4).